Manufacturer narrative:
(B)(4). Unit received with blank anomaly due to moisture damage on electronics assembly. Unable to verify missing segments/ partial display due to blank display anomaly. Unit received with pillowing keypad overlay and fading serial number label number.

Event description:
Information received by medtronic indicated that the insulin pump screen was cracked and had white screen. Customer shut off the insulin pump and turned it back on and display returned. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.